Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tha44, (healing abutment 4.1mm(d) x 4.1mm(p) x 4mm(h)) for evaluation. A visual evaluation was performed, the abutment screw was fractured at the threads. Threaded piece was not returned. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tha44 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection was not adequate to withstand recommended torque values for placement /seating or removal. Therefore, based on the available information, a device malfunction did occur. The abutment screw was fractured. The fractured piece was not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided; d4: lot number unknown / not provided.

Event description:
Healing abutment'screw fractured during placement. A piece of the screw remained inside the implant. The doctor tried to get it out but she didn't succeed.she will try again soon.